Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output and the patient experienced a period of aystole. An invasive procedure was performed to analyze the system and the physician elected to explant the ipg.